Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the effect of endograft device on patient outcomes in endovascular repair of ruptured abdominal aortic aneurysms. Vinay kansal, sudhir nagpal and prasad jetty (vascular 2017, vol. 25(6) 657¿665) doi: 10.1177/1708538117711348. Unapproved or contraindicated use. - use in external iliac artery of diameter <(><<)>7mm. Failure to follow instructions - short neck. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aneurysm. The following adverse events were observed: death.